Manufacturer narrative:
Siemens has completed an investigation of the reported event. Based on the visual information provided, the overall condition of the system indicates a high degree of usage as well as obvious rough handling. The fracture was caused by a large external force such as a collision. Following the exchange of the image intensifier, the system works as specified and the issue did not recur. The manufacturer is not considering further actions resulting from this individual event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the siremobile compact l system. After the last screening shot of the procedure, the customer attempted to bring the "c" to normal position as they were using it with the image intensifier down side and tube upside for convenient work flow. The customer reported that the image intensifier was detached from the "c" and hanging in the sterile cover with all the cables. The image intensifier was secured to avoid falling to the ground and we are unaware of any impact to the state of health of the patient involved.